Manufacturer narrative:
The sub assembly manufactured by allen medical system is a plastic boot assembly with velcro straps used to stabilize the pt's foot during a procedure. The boot is intended to be used with an overall hip traction system. Allen medical systems manufactures the boot assembly only. Eval summary: examination of the boot assembly showed that the locking knob of the boot clamp could not be properly installed in the center of the receiving rail section of the customer's leg traction device due to an interference with a metal tab on the traction device. The tab is in the center of the rail therefore the user attached the boot clamp assembly off center. Review of the device history records and examination of the device in question showed that all of the allen medical systems' boot assembly components were within specifications and the device passes the final device acceptance testing.

Event description:
It was reported by the customer's rep that during a procedure the individual witnessed the doctor lean against the boot assembly causing it to detach from the mount clamp and resulting in the boot and the pt's leg falling toward the floor. A pt support fixture had been placed next to the surgical table and helped prevent the leg from falling all the way down. Although the incident occurred during the procedure the boot assembly was reattached and the doctor was able to complete the procedure with no adverse impact to the pt.